Manufacturer narrative:
Endoscopy support specialist after the precleaning steps were determined not being performed on time, conducted the training and showed the facility staff how to correctly perform the precleaning process. In addition, the ess discussed the findings with the end users (two doctors in the facility) and informed customer of the validated time frame of when pre cleaning steps should be performed. The ess explained the importance of the information and the recommendation provided on the training and was acknowledged by the staff in attendance. Additional notes noted by the ess during site visit training were noted below: carts appear to be very close together: can cause/attribute external damage to the scopes. Devices were not used in the procedure. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by staff in attendance. To date, no patient harm or infection reported and the scope did not return for evaluation. Follow up communication with ess stated that the reported event is for reprocessing training at the facility and scope will not be returned to olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during a reprocessing training at the customer facility, the ess (endoscopy support specialist ) observed that precleaning was not being performed within the specified time frame. There was no patient harm, injury or infection reported due to the event. No user injury reported.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 21-mar-2022. The legal manufacture completed their investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by insufficient training for staff at the facility on device handling and reprocessing. The instructions for use states that insufficient reprocessing enhance risk of infection: "insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.